Event description:
Procedure performed: lap chole normal lap chole procedure with ports, scissors, s/I. The cystic duct and cystic artery were skeletonised with the l-hook. When it came time to ligate the cystic artery with the clip applier, the initial clips were scissoring and falling off the vessel. The clips did not cut the vessel. A second clip applier was opened and worked fine. (Circulating nurse) fired a few clips into the plastic container of the clip applier being returned, and the first one fired did not close tip to tip. All subsequent firings seemed normal. Patient status: patient is fine, and completely unaffected.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with three partially closed clips. Testing was performed on the event unit. However the complainant¿s experience of a scissored clip could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, the returned clips, and event description, the exact root cause of the reported event could not be confirmed. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. Normal lap chole procedure with ports, scissors, s/I. The cystic duct and cystic artery were skeletonised with the l-hook when it came time to ligate the cystic artery with the clip applier, the initial clips were scissoring and falling off the vessel. The clips did not cut the vessel. A second clip applier was opened and worked fine (circulating nurse) fired a few clips into the plastic container of the clip applier being returned, and the first one fired did not close tip to tip. All subsequent firings seemed normal. Patient status: patient is fine, and completely unaffected.